Event description:
The lay user/patient contacted lifescan via email in 2008 and alleged that he was getting an error 5 message on his one touch ultralink meter. The medical affairs specialist was unable to reach the patient after several attempts at the phone number provided. A letter was sent to the address provided. The patient reported that he recently started using the ot ultralink meter with another device pump and was having a hard time with the test strips drawing in the blood sample. He was obtaining an error 5 message due to this. Troubleshooting could not be performed since the patient could not be contacted. There is no further information regarding any symptoms, treatment, or medication attention if he received due to this issue. This complaint is being reported since the alleged issue was not resolved due to troubleshooting not performed. There is no evidence at this time of any adverse event or serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.